Event description:
It was reported that during shoulder surgery the twinfix anchor fractured (broke) when screw-in about 1/3. There was a delay of under 30 min and the procedure was completed using a s+n backup device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5 twinfix ultra pk anchor assembly, use in treatment, has been returned for evaluation. Visual assessment of the device showed no anchor or sutures remain on the inserter. The anchor was not returned for examination. Two legs of suture were returned one 19 inches (white) and one of 12 inches (co-braid) in length, both sutures are frayed at one end. The inserter is missing one tine and the other is bent 90 degrees. Without the return of the anchor an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of excessive force during insertion which can cause failure of the suture anchor or insertion device. Off axis insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.